Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic procedure for a large incarcerated ventral hernia with mesh. He had revision surgery 4 years and 9 months post-surgery. The patient experienced pain, adhesions, infection, and abscess. Abdominal wall abscess. In (B)(6) 2017, it was documented a small fistula from antimesenteric border of small intestines into the mesh, most likely causing the abdominal wall abscess.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, infection, abscess, fistula, open wound, draining serosanguineous fluid, inflammation, bowel issues, abdominal wall cellulitis, foul smelling and bloody drainage, dermatitis, edema, swelling, erythema, intermittent weeping, and necrotic fat. Post-operative patient treatment included lysis of adhesions, revision surgery, drain of abscess, small portion of mesh removed, small bowel resection, remaining mesh removed, prescribed antibiotics, home health for skilled nursing care, dressing changes, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, infection, abscess, fistula, open wound, draining serosanguineous fluid, inflammation, bowel issues, abdominal wall cellulitis, foul smelling and bloody drainage, dermatitis, edema, swelling, erythema, intermittent weeping, and necrotic fat. Post-operative patient treatment included revision surgery, drain of abscess, small portion of mesh removed, small bowel resection, remaining mesh removed, prescribed antibiotics, home health for skilled nursing care, dressing changes, and wound vac.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, infection, abscess, fistula, open wound, draining serosanguineous fluid, inflammation, and bowel issues. Post-operative patient treatment included revision surgery, drain of abscess, small portion of mesh removed, small bowel resection, remaining mesh removed, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.